Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 244 mg/dl at the time of the report. Troubleshooting was performed. The displacement and self tests passed. The customer was disconnected during priming. The customer stated that she was at buffet and had a hard time determining the amount of carbohydrates she was eating, which caused the event. Nothing further was reported.